Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged downstream occlusion (dso) sensor. The downstream occlusion seal and sensor were replaced. The software was updated as a precaution. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that a cadd-solis pump kit displayed an error and a ¿cassette not latched properly¿ alarm with all cassettes during setup.